Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak, material deformation, worsening mitral regurgitation (mr) and mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the shaft of the clip delivery system (cds) had a strong meander when inserted into the clip introducer (ci). The decision was made to continue with the procedure, but after the cds was inserted, while positioning the clip, the gripper line was raised and roughly 1cc of air entered the delivery catheter (dc) handle. The red cap of the dc handle was then loosened to bleed the air from the device. This occurred roughly eight to ten times, but it was noted that no air was in the lock lever, gripper lever or steerable guide catheter valve. It was then noticed that the dc shaft may had been bent in three separate areas; however, the physician decided to continue to use the cds. The clip was successfully implanted without any additional complications. It was noted that the bend in the shaft did not affect the procedure. After the clip was implanted, it was noted that the mean pressure gradient increased to a grade of 6mmhg causing mr increased to a grade of 4+. No additional clips were implanted, and the procedure was discontinued. The following day, transthoracic echocardiography (tte) was performed and showed mr had reduced to a grade of 1+. The patient is in stable condition as well. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported bent shaft in three areas was confirmed. The reported leak could not be confirmed via returned device analysis. In addition, the reported shaft bend when inserting the clip into the clip introducer during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the leak and bent shaft during insertion of the clip into the clip introducer. The reported shaft bent in three areas are a normal function of the device. The increased mitral regurgitation (mr) appears to be related to mitral stenosis; however, a cause for the mitral stenosis cannot be determined. In addition, mr and mitral stenosis are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.